Manufacturer narrative:
At this time, the part number is unknown. Shall it become available, it will be provided in future medwatch reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a bipolar radiofrequency device was used in the debridement of the subacromial bursa and the periosteum of the undersurface of the acromion. During the debridement of the bursa, the radiofrequency device inadvertently touched the anterior lateral needle probe, and a small skin burn was seen to form around the needle on the surface of the shoulder. The radiofrequency device did not directly contact the skin, and the deltoid fascia was intact. The spinal needle was removed, and the skin around the burn was excised; the muscle beneath the skin was intact, with no signs of thermal damage. The skin was mobilized and closed with interrupted simple sutures using a 4-0 nylon suture. The procedure was then completed with no other complications.

Event description:
It was reported that a bipolar radiofrequency device was used in the debridement of the subacromial bursa and the periosteum of the undersurface of the acromion. During the debridement of the bursa, the radiofrequency device inadvertently touched the anterior lateral needle probe, and a small skin burn was seen to form around the needle on the surface of the shoulder. The radiofrequency device did not directly contact the skin, and the deltoid fascia was intact. The spinal needle was removed, and the skin around the burn was excised; the muscle beneath the skin was intact, with no signs of thermal damage. The skin was mobilized and closed with interrupted simple sutures using a 4-0 nylon suture. The procedure was then completed with no other complications.

Manufacturer narrative:
The reported device was not returned for evaluation, therefore, the failure mode could not be confirmed. Additional information received specified that the burn was due to heat transfer through another device (anterior lateral needle probe). In addition, the reported facility does not have nor use any serfas products. Follow up with the md/professor involved with the research also could not confirm that serfas products were used. Therefore, the possibility that the patient¿s burn reported is not related to the serfas energy probe, cannot be ruled out. The most probable root causes for (heat- excessive heat delivered to body) when using a serfas energy probe, can be associated to user error. If the device becomes available a full investigation will be conducted and supplemental reporting will be made. The product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.